Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "system shut down" (loss of power). A scrub tech reports the system shuts down after a couple of pulses with a setting over 500. No system code was noted. This occurred during surgery. The facility did not have another laser, so the surgeon had to stop laser treatment and decided to complete the case without additional laser treatment. The facility got a loaner, so no cases were canceled. No injury has been reported.